Manufacturer narrative:
Patient identifier= (B)(6). All available patient information was included. No additional information was provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed the following architect tsh results sid (B)(6) on the architect i2000 processing module on (B)(6) 2022: tsh initial result 0.87 uiu/ml; retest result 1.37 uiu/ml (shift of 93%). There was no reported impact to patient management.

Manufacturer narrative:
During the investigation, a review of tickets by lot showed that the architect tsh reagent, lot 34281ud00 was performing as expected. A review of tracking and trending did not identify any trends for the architect tsh reagent. The data and information provided by the customer was reviewed and was found to support the customer¿s issue without indication of any additional issue. No file kit testing was required because the expected results were generated on re-test after re-centrifugation, indicating a sample handling/integrity issue. In addition, there was no discrepancy between initial and re-test results as both were within the expected normal range per product labelling (0.35 ¿ 4.94 uiu/ml). Manufacturing documentation was reviewed and no issues were identified. Additionally, labeling was reviewed and was found to adequately address the customer¿s issue. The architect tsh instructions for use (IFU) states: specimens run on the architect tsh assay must be processed according to the specimen test tube manufacturers¿ instructions. Insufficient processing, including deviations from recommended clotting times, centrifugation times, centrifugation speed and sample preparation techniques, may cause inaccurate results. Ensure that complete clot formation in serum specimens has taken place prior to centrifugation. Some specimens, especially those from patients receiving anticoagulant or thrombolytic therapy may exhibit increased clotting time. If specimens are centrifuged before a complete clot forms, the presence of fibrin or particulate matter may cause erroneous results. Centrifuge specimens containing fibrin, red blood cells, or particulate matter. Note that interfering levels of fibrin may be present in samples that do not have obvious or visible particulate matter. A review of the ticket notes, suggests that the sampling handling procedures centrifugation and proper clotting times may not have been followed as per the architect tsh IFU. Based on the information within the complaint record, no deficiency was identified for the architect tsh reagent, lot 34281ud00.this follow up includes the following corrections: section d3 email and g1 mfg email corrected from (B)(4). Section h6 to include the component code, type of investigation, investigation findings and investigation conclusions that were not included in the initial report.